Manufacturer narrative:
Patient identifier should read (B)(4). A medtronic representative went to the site to test the equipment. The representative reported that they found the emitter to have intermittent functionality. A replacement emitter has not yet been purchased by the site, so the emitter has not been replaced. No parts were replaced, therefore no parts were returned for analysis.

Event description:
A medtronic representative reported that, while in a catheter-based procedure, the navigation system was unable to track instruments. The site replaced the axiem box, which did not resolve the issue. After replacing the emitter, the system functioned as designed. No additional information was provided. There was a reported delay to the procedure of less than 1 hour due to this issue. There was no impact on patient outcome.